Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a hemostatic clipping device was used a during an esophagogastroduodenoscopy (egd) procedure in the esophagus on (B)(6) 2012. According to the complaint, during the procedure, the clip would not release from the catheter. The procedure was completed with another hemostatic clip. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a hemostatic clipping device was used a during an esophagogastroduodenoscopy (egd) procedure in the esophagus on (B)(6) 2012. According to the complaint, during the procedure, the clip would not release from the catheter. The procedure was completed with another hemostatic clip. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination found that the device returned fully deployed and with the clip assembly within the oversheath. The control wire was separated per design. The condition of the returned incident device was not consistent with the complaint that the clip assembly failed to release from the delivery catheter. The device evaluation revealed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.